Manufacturer narrative:
Other relevant device(s) are: brand name: micra, mc1vr01-delsys / expiration date: 14-nov-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 06-jun-2019. Device labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) multiple deployment attempts were required due to low r waves, and high thresholds. It was reported that the physician had to manipulate the catheter in multiple ways and multiple times. The physician stated that the tether became tangled and would not pull through the hub after deployment of the implantable pulse generator (ipg). The ipg and delivery system were removed and replaced. No patient complications have been reported as a result of this event.